Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced an adverse event while the tandem pump was ¿giving odd messages¿ and the patient¿s blood sugar was fluctuating. The patient stated she was admitted to the hospital on (B)(6) 2024 . While she was driving home on (B)(6) 2024 after being discharged the same day. She stated she was pulled over by the police officer as someone reported her driving erratically and acting "goofy" while she was on the road. The police officer suspected she was under the influence and was unsure what was going on with her. The patient was taken to the hospital and treated with insulin (no blood glucose values were reported) and was discharged the same day around 5:00-6:00pm. The patient had difficulty remembering details of the event as she recently had a stroke. At the time of the report, the patient was doing fine. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.